Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-01744. It was reported that the patient was experiencing pain in his upper back. In turn, an x-ray was ordered and confirmed that one lead migrated up three vertebral spaces to t5. Surgical intervention may occur at later time to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue.